Event description:
It was reported that the fiber cap detached from the fiber at 24,942 joules into the case. It was not reported whether the cap detached inside the pt during use, however, there was no indication or report of any part of the device remaining inside the pt or of any intervention for tip retrieval. The procedure was completed with an add'l fiber. No pt injury was reported.